Event description:
The hcp reported a volume discrepancy with the pump. He pulled out more volume than expected, but did not provide the volumes. The hcp thought the 8840 programmer might be the issue and further troubleshooting was planned. The pt was not having symptoms. The pump was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.